Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the conductor wire insulation was damaged. The location of the damage was identified between the was broken at the yaw pulley monopolar yaw pulley and distal clevis upon removal of the clevis ear. One side of the distal clevis ear was removed and the silicone potting with the conductor wire did not appear to be compromised. It was noted that as a result of the conductor wire damage, the bare wire was exposed causing thermal damage around the surrounding area. Inspection identified that the insulation material approximately 0.07¿ x 0.03¿ appeared be missing from the conductor wire. The instrument was subjected to electrical continuity test and passed. The observed failure is identified to be a component failure. As part of analysis, instrument was further investigated and additional related issues were identified. Inspection identified thermal damage to the distal clevis, proximal clevis, monopolar yaw pulley, and conductor cap. Black char marks were present at the distal end. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. Root cause is attributed to mishandling and misuse. A review of the instrument log for the permanent cautery hook instrument (pn# 470183-14, lot# n12210503/ sequence 005)1 associated with this event has been performed. Per logs, no usage on the reported event date of (B)(6) 2022 logged. Furthermore, the instrument was last used for a procedure on (B)(6) 2022 on system (B)(4). No images or video were submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument insulation exhibited signs of scorching. Failure analysis confirmed instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument insulation was observed "scorched." Troubleshooting was performed by reseating the instrument. The user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument has been checked before use, and there is no abnormality.